Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis confirmed the battery depletion and no telemetry conditions. The device analysis confirmed the hybrid had nominal current drain and telemetry functionality when powered with an external supply. The analysis also confirmed that the battery could not provide enough energy to allow the device to function when reconnected to the hybrid. Also, the longevity calculation indicated the device met its expected longevity targets for the programmed parameters.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was in the 50 beats per minute range and they had fainted twice. On interrogation the implantable pulse generator (ipg) could not be programmed and early battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.